Event description:
It was reported that the patient expired due to a subarachnoid hemorrhage following injury. The patient experienced a fall that occurred early that evening. The patient's vitals were stable with a mean arterial pressure of 110. The patient received 4 zofran while on route to hospital to treat nausea and vomiting which resolved the symptoms. The patient then reported lightheadedness while walking to the kitchen which caused them to fall backwards, hitting and shattering the glass stove door. The patient stated that they did hit their head and believes that they loss consciousness. The patient was on warfarin. Computerized tomography revealed a small subarachnoid hemorrhage. The patient complained of a headache, left sided neck pain, mild lightheadedness as well as pain in their left hip and buttocks upon arrival to hospital. The patient was alert and oriented. The patient denied any numbness, tingling, abdominal pain, back pain, chest pain, shoulder pain, shortness of breath, or any pain elsewhere. While in the emergency department the patient experienced a change in mental status and became aphasic and was unable to follow commands. A follow up head CT showed continued significant interval worsening of subarachnoid hemorrhage, fills the sylvian fissure with extension into the ventricular system, and mass effect now with left-to-right midline shift of 6 to 7 mm. The patient was seen by neurosurgery. International normalized ratio was 2.5 on arrival which was reversed with kcentra and vitamin k. The patient was started on intravenous keppra, was intubated and sedated with versed, fentanyl. Prior to up titrating sedation overnight, reaching for et tube but likely aphasic and not following commands. The patient was started on nicardipine for elevated blood pressure. The pump operated as intended. The death was not considered to be device related and the pump will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, cardiac arrhythmia, and hypertension as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.